Manufacturer narrative:
The pump was returned and analysis found residue in the motor gear train and wearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1099.8 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient's pump had stalled yesterday and was intermittently stalling/recovery since. The caller stated that the patient went to the emergency room last night due to withdrawal symptoms. It was noted that the patient has had no magnetic resonance imaging performed, magnets or electromagnetic imaging. The pump was replaced and would be sent back for analysis. No further complications have been reported as a result of this event.